Event description:
It was reported via repair work order that the jack could not be lowered due to bent jack rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.